Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and it was found that there was water immersion in the image sensor and a dent on the electrical contact. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, water immersion in the image sensor and a dent on the electrical contact were found. There was no patient involvement.